Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had an infection at the ipg site. Symptom of infection was drainage. Antibiotics were prescribed. Infection was not device related. The patient underwent an explant procedure. No device malfunction was suspected.